Manufacturer narrative:
The philips remote service engineer (rse) spoke to the customer and was able to confirm that the module displayed a "speaker fault" message, and the device was completely out of sound. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker assembly. The reported problem was confirmed the customer was provided a replacement speaker assembly to resolve the issue. It has been concluded that no further action is required at this time. E1: reporter institution phone number (B)(6). E1: reporter phone number (B)(6).

Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating that module displays a loudspeaker fault message, and no sound is produced. The device was in use on patient at time of event, there was no adverse event reported.